Event description:
Boston scientific received information that the patient implanted with this chronic right ventricular (rv) lead had experienced a intermittent loss of capture during and pacing inhibition of unknown duration. The patient noted as being pacer dependent with chronic atrial fibrillation (af). The lead was capped and surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.